Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an arthroscopy, the meniscus was measured with a palapator, a slotted cannula was inserted, a fast fix was entered on the cannula, the cannula was removed, the doctor crossed the active meniscus at the first point (t1) and the doctor slowly removed to reintroduce it and it is evidenced that this point did not come out of the punch, it was tried again, at the moment of activating the point the first point and it came out, they activated the second point and and it came out, the suture bursts from the threads. Both ts were removed. The procedure was completed with a s+n back-up device. No significant delay was reported, and no other complications were reported.

Manufacturer narrative:
H10: h3, h6: part of the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual inspection was performed on the product. No suture or anchors were returned. The depth indicator button was in the default position. The actuator tip was in the t1 position. A functional evaluation was conducted. The actuator tip functioned as designed. A material assessment could not be performed due to the part not being returned for evaluation. No fracture could be confirmed. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A review of the suture material drawing/specifications found that a certification is required with each lot. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factor that may have contributed to the reported event is breakage of the suture if there is damage caused by sharp instruments. No containment or corrective actions are recommended at this time. H11: corrected data h6 (health effect - impact code).